Manufacturer narrative:
Manufacturer's investigation conclusion: the centrimag 2nd generation primary console (serial number (B)(6)) was evaluated following the reported event of an abnormal vibration of the blood pump within the motor. The console was returned to the service depot and was in unremarkable condition. The unit was functionally tested and performed as intended throughout all testing. The console was returned to the customer site ready for use. The reported event was determined to be due to an issue with the centrimag motor and has been addressed under the motor investigation. The reported event could not be correlated to an issue with the console. The device history records were reviewed for the centrimag console (serial number (B)(6)), and the console was found to pass all manufacturing and qa specifications. The current revision of the centrimag operating manual and instructions for use (IFU) can be found on the eifu page of the abbott website. The 2nd generation centrimag system operating manual section 10 ¿ ¿emergencies/troubleshooting¿ provides instructions for operation when there is a need to exchange the main console or motor with a backup console or motor. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual, section 12.1 ¿ "appendix I ¿ primary console alarms and alerts", cover all alarms (auditory and visual), including motor alarms, and the appropriate actions to take if the issue does not resolve. Centrimag motor IFU instructs the user to inspect the centrimag motor, cable, console connector, and locking mechanism for any damage prior to use. If any component is damaged, do not use the centrimag motor. This document states that if the unit fails to operate according to the motor specifications or a console diagnostic error indicates a centrimag motor malfunction, it should be returned. Additionally, this document instructs the user to always have a spare centrimag motor and back-up equipment available. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the centrimag console, motor, and flow probe would be evaluated due to an abnormal vibration of blood pump in motor head when rpms were increased on back-up circuit. It was attempted to remove and reinsert blood pump and vibration continued. Equipment was not on a patient at the time of failure and removed from service to be sent to abbott. The blood pump had no issues when placed on a new motor and console and was currently in use on a patient. The customer had a similar issue on at least two other motors this past year (MFR # 3003306248-2025-00208, 3003306248-2025-00209, 2916596-2024-06227).

Manufacturer narrative:
Section a: there was no patient involvement. Section d4: lot number was not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.